Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of "the right ventricle lead was dislodged" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation and flutter procedure, it was noted that the right ventricle lead was dislodged during mapping in the right atrium with the advisor hd grid catheter and non-abbott (faradrive) sheath. The right ventricle lead was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.